Event description:
It has been reported to the co that a small intimal tear was noticed in the pt's vessel while the guide catheter was in place. The physician inserted the guide catheter into the pt and advanced it forward into the vessel. The physician noticed there was a small intimal tear in the vessel. The physician was able to successfully repair the damaged vessel by inserting a stent.